Event description:
New information received stated that externalized conductors were noted via fluoroscopy. All electrical measurements were normal.

Event description:
It was reported that the lead was capped due to insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.